Event description:
An aus device was implanted, date not provided. Info received on 5/19/97 indicates the entire device was removed from the patient on 4/28/97 due to injury when patient fell from a ladder.